Manufacturer narrative:
This report is submitted on 26 oct 2020.

Manufacturer narrative:
This report is submitted on 24 january 2020.

Event description:
It was reported that the patient experienced skin breakdown and infection at implant site resulting in explant of the device (date not reported). The patient was treated with oral and IV antibiotics.